Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the volume indicator failed. The field service representative found out the perfusionist had the pump set up on rpm and needed to be set on s4:1 in order for it to calculate volume. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.